Manufacturer narrative:
Complaint confirmed, the eyelet was found to have broken around its threaded hole. No other damage was observed. The most likely causes include misaligned insertion, prying/ leveraging the device and/or improper bone prep.

Event description:
It was reported by the sales rep that during a shoulder procedure the ar-2923bc, suture anchor, broke upon insertion. Additional information obtained 6-27-2019. Per the facility, after drilling for the 5th anchor, the anchor was placed and ¿fell apart¿ while attempting to insert it. Additional information obtained 7-3-2019 the facility materials department has confirmed the following: during a shoulder arthroscopy with labral repair, the surgeon drilled the labrum using an arthrex 2.9 kit. The surgeon placed 4 suture anchors, ar-2923bc, without incident. While attempting to place the 5th anchor, ar-2923bc, it fell apart upon insertion. The surgeon could not be certain that all the pieces were removed. The case was completed using a 6th suture anchor, ar-2923bc. No additional incisions were necessary.